Manufacturer narrative:
Engineering reviewed data and provided the explanation regarding the remaining battery capacity. It was confirmed the issue to be of a benign nature and due to the estimated verse measured, battery capacity of the device. The device is operating normally and as expected.

Event description:
It was reported that during a follow-up, this device exhibited an unexpected remaining battery capacity.. Data was sent for an engineering level review. No resulting adverse patient effects were reported.